Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator experienced air alarms during a routine hemodialysis treatment that could not be resolved. A venous pressure high alarm occurred while attempting to recover from the air alarms. The blood in the cartridge circuit was believed to have clotted. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The operator had been troubleshooting alarms for approximately 15 minutes prior to calling tech support for assistance. The reported blood loss has been attributed to a clotted cartridge circuit due to elapsed time spent troubleshooting alarms. The cycler alarmed appropriately to the clotting condition with a pressure alarm. The user's guide provides adequate instructions for troubleshooting air alarms, instructs to resolve all alarms promptly and warns that the risk of blood clotting increases when blood flow stops. Exact cause of air alarms is not known; however, there is no evidence of a device malfunction as there have been no similar problems reported on subsequent treatments. Nxstage reviewed the reported blood loss with the facility who will review proper alarm response with the patient and caregiver. Nxstage considers this report closed.